Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the fist deployment attempt, the valve was recaptured into the delivery catheter system (dcs) as the positioning on the left coronary cusp (lcc) was too deep in relation to the target implant depth. Upon the second deployment attempt, the positioning on the lcc was once again too deep, and the valve was subsequently recaptured into the dcs again. Upon the third deployment attempt, at the point of no recapture at 3 millimeters (mm) on the non-coronary cusp (ncc), a complete heart block (chb) occurred. The valve was subsequently recaptured. Upon the 4th deployment attempt at 2 mm on the ncc, no spontaneous rhythm was detected, so the valve was fully deployed. Following closure of the access site, spontaneous rhythm was confirmed, but it was unstable, so the patient left the room with temporary pacing.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that two days after the valve implant, a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.